Event description:
Description of problems for the two philips medical iu22 diagnostic ultrasound devices: the two units continually display problems of shutting down, freezing up, or not staying on indicating this is a "power issue" per philips. Clinical engineering placed ups/line conditioner on the ultrasound unit (device #1) to eliminate the possibility of unstable power. The manufacturer has been on site to repair the units multiple times to no avail. The hospital was also told by the manufacturer that the units overheat and cause problems. Therefore the filters require cleaning on a regular basis. The preventative maintenance schedule was changed to quarterly pm's to accommodate. The problems continue to occur. The field service engineer (fsr) then stated that other intake modules on either side of the unit, two other internal fans on either side, and four fans behind the filters should also be cleaned. This is not stated in the service manual as routine maintenance needed. However, with this being done as well, it also has not resolved the issue. Multiple power supplies and system control boards were replaced and they will not stay operational. The continued disruption in patient care is not acceptable and the unreliability of the unit is suspect in its ability to provide patient safety during use. The facility will not accept the high probability of failures during procedures and be rescheduling patients. It has been requested by the facility that these two devices be replaced since both have identical problems with the first having unsuccessful service repairs and the other one is under warranty which may, from historical data of the first, have the same issue with its longevity. Two months ago device #1 was shutting itself off. Called in philips medical for service. Reboot worked but philips states this may be a software issue however, no problem found. Again the device is shutting itself off again. Called philips back. Field service engineer (fsr) replaced the system board and pc. Later that month the unit is freezing up while treating a patient. System shows 606 error code. Called in philips who replaced the pc last week. Philips states that the problem is different than last week. Field service engineer reseated cables in the console.the same month the unit shuts down on its own while treating patient. Rebooting temporarily fixed the problem. Field service engineer reseated cables in the console again. At the end of the month the unit is freezing up. Rebooting the system doesn't work. Philips called back to fix. Swapped this unit with a loaner and fse took the hospital unit to the philips shop for repairs. Fse said the part he just replaced went out again. He is rebuilding and will return when it is complete. The next morning the iu22 loaner stopped working and couldn't reboot the system. Repeated calls to philips for the same problem for eight days. The unit locked up again. Philips replaced the low voltage power supply, high voltage power supply, and control boards. At the end of the month the device is still not working. One month ago device #2 shut itself off in seconds after tuning it on. Called philips medical for service. The power supply was replaced. Out of box failure of the power supply. Ordered another and replaced. Days later the system won't turn on. Power supply was just replaced. Called philips back in for service. Replaced the power supply again. Fse suspects another bad power supply from the factory. No error codes present. Early the next month the problem recurred. Placed another call with philips. Removed two probes: a c5 and i12. Symptoms are flashing blue light on back power indicator. A reset restores a solid light. Front panel power button activates the machine for 5 seconds and then the machine shuts itself down and the back blue indicator light starts flashing.philips replaced another power supply, system board and low and high voltage power supplies. Still unable to get it working.